Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there were eight (8) devices discovered to have a malfunction. There were five (5) small hexagonal screwdrivers stripped, two (2) cannulated hexagonal screwdrivers had a broken tip, and one (1) stardrive screwdriver had a cracked handle. It is unknown when the issue was observed. There was no patient and procedure involved. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 7 of 7 for complaint (B)(4).

Event description:
This is report 8 of 8 for complaint (B)(4).

Manufacturer narrative:
Describe event or problem: updated information. Lot number. Date of manufacture. DHR review was completed. Part: 314.050. Lot: 3696579/ manufacturing site: (B)(4). Release to warehouse date: 31.mar.2011. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Customer quality conducted an investigation of the returned device. Flow: damage - visual (appearance not as expected) visual inspection: the cannulated hexagonal screwdriver (part: 314.050, lot:3696579, mfg: 31.mar.2011) was inspected at us cq. Upon visual inspection, it was observed that the distal tip of the cannulated hexagonal screwdriver¿s shaft was twisted and cracked. There were two cracks observed on the distal tip - one horizontal crack of approximately 3.78 mm and one more irregular crack. Also, the cannulated hexagonal screwdriver shows signs of minimal wear for its 7-year lifetime. No other issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was not performed due to post-manufacture damage of the cannulated hexagonal screwdriver. Document/specification review: the following drawing(s) was reviewed; cannulated hexagonal screwdriver: shaft for cannulated hexagonal screwdriver: no design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off-axis or damaged during usage or handling or sterile processing). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.